Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and kidney stones. She stated she had 3 hospital stays and consulted several doctors. Currently she is going to schedule a total hysterectomy. Only abdominal pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her symptoms started 2 years after essure insertion. Although temporal relationship is weak in this case, considering event's nature and as consumer stated her gynecologist suggested a hysterectomy; causality with essure cannot be excluded. Regarding kidney stones, they are a common problem. Risk factors for their development include urinary conditions and diet. Given the above mention information and considering essure local action at fallopian tubes, this event was considered as unrelated to essure. In addition non-serious events were reported. This case was regarded as incident, as although the exact reason for hospitalization was not provided; it cannot be excluded that it occurred as a consequence of essure therapy. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0656, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in (B)(6) 2013. Consumer reported that on (B)(6) 2015, two years to the day of having essure placed, she woke up with the sensation of extreme weight in body, numbness in face and was unable to stand up. Over the next three weeks the following symptoms began occurring: balance and stability problems, the sensation of being drugged though not taking any medication, heavy tingling and burning sensations in hands and feet, erythromelalgia, short term memory problems specifically related to tasks she knew well how to do such as driving, cooking and how to write, sleep irregularity (sleeping 19+ hours at a time or not at all), shaking and tremors primarily in her right side including arms, neck and head, "getting stuck" or becoming frozen for 10-20 seconds at a time, unexplained anger, hot spots and nerve pain in arms and legs, involuntary muscle movements, abdominal pain, periods that are irregular, ovarian cysts, kidney stones, loss of libido and pain during intercourse. The consumer had three hospital stays (she did not specified the reason to stay in the hospital), seen 6 neurologists, 2 internal medicine doctors, 1 primary care doctor, 3 gynecologists and 1 neuropsychologist. They have tested for everything possible, mrls, CT scans, blood work, physical tests and the neuropsych evaluation. Doctors are currently working to schedule a total hysterectomy as suggested by the gynecologist. Lt has already been six months of being unable to work and needing assistance for daily tasks. She is looking forward to be essure free. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and kidney stones. She stated she had 3 hospital stays and consulted several doctors. Currently she is going to schedule a total hysterectomy. Only abdominal pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her symptoms started 2 years after essure insertion. Although temporal relationship is weak in this case, considering event's nature and as consumer stated her gynecologist suggested a hysterectomy; causality with essure cannot be excluded. Regarding kidney stones, they are a common problem. Risk factors for their development include urinary conditions and diet. Given the above mention information and considering essure local action at fallopian tubes, this event was considered as unrelated to essure. In addition non-serious events were reported. This case was regarded as incident, as although the exact reason for hospitalization was not provided; it cannot be excluded that it occurred as a consequence of essure therapy. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 20-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1491). Consumer stated that her doctor believed that her symptoms of extreme fatigue, abdominal pain, tingling in legs, arms, feet,hands and face along with joint pain, shaking, tremors, unstable gait were all from essure. She was being sent to a neurologist to get tested for dysautonomia- caused by metal toxicity. She has an appointment with a gynecological to schedule a hysterectomy, taking the coils and her fallopian tubes out as well. This was the most painful, stressful damaging experience she ever had. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and kidney stones. She stated she had 3 hospital stays and consulted several doctors. It was also reported that consumer was being sent to a neurologist to get tested for dysautonomia caused by metal toxicity. Currently she is going to schedule a total hysterectomy. Only abdominal pain is listed according to essure's reference safety information. These events were considered serious. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her symptoms started 2 years after essure insertion. Although temporal relationship is weak in this case, considering event's nature and as consumer stated her gynecologist suggested a hysterectomy; causality with essure cannot be excluded. Regarding kidney stones, they are a common problem. Risk factors for their development include urinary conditions and diet. Given the above mention information and considering essure local action at fallopian tubes, this event was considered as unrelated to essure. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore the reported metal toxicity and consequently the event dysautonomia were considered unrelated to essure. In addition non-serious events were reported. This case was regarded as incident, as although the exact reason for hospitalization was not provided; it cannot be excluded that it occurred as a consequence of essure therapy.